Manufacturer narrative:
Patient identifier and date of event: (B)(6) 2021: sid not provided. (B)(6) 2021: sid 2104649381. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed alinity I estradiol result for two patients. The first patient is taking only fsh/lh hormonal injections. The following results were provided (lab expected range 10-649 pg/ml): (B)(6) 2021 sid (B)(6) initial result = (B)(6) pg/ml; repeat result on (B)(6) 2021 = >(B)(6) pg/ml and (B)(6) pg/ml (diluted). Progesterone : (B)(6) ng/ml. Lh : (B)(6) miu/ml. Fsh : (B)(6) miu/ml. Historical results for this patient were provided: (B)(6) 2021 sid (B)(6) result = 300.35 pg/ml. (B)(6) 2021 sid (B)(6) result = 44.83 pg/ml. (B)(6) 2021 sid (B)(6) result = 406.22 pg/ml. (B)(6) 2021 sid (B)(6) result = 1,367.16 pg/ml. (B)(6) 2021 sid (B)(6) result = 2,904.31 pg/ml. The customer stated this happened with a different patient on (B)(6) 2021, however no patient information was provided. Initial result = (B)(6) pg/ml; repeat result = (B)(6) pg/ml there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of a retained kit of reagent lot 29016ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication of any additional issue. Ticket and trending review did not identify any trends for the likely cause lot. Device history review did not identify any non-conformances or deviations with the likely cause lot. Inhouse testing of the likely cause lot was completed. All validity and acceptance criteria were met demonstrating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I estradiol reagent lot 29016ud00 was identified.corrected information in g1: contact office first name, contact office last name, contact office address 1, contact office address 2, contact office city, contact office country, contact office postal code, contact office phone number, contact office fax number, contact office e-mail